Event description:
It was reported that during an implant attempt, the physician stated, the lead insulation felt rough after several passes through the sheath and visually looked crimped towards pin end. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).